Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified: broken shell, underweight, fold creases, around 0-25% of the shell is missing. A microscopic analysis was performed which identified; broken shell with sharp edge where is localized stresses induced in radius side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non penetrating nicks, nicks with striations assessed as surgical tool scratch like, broken shell with striated edge on radius and anterior side assessed as surgical damage. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact . Broken shell with striated edge assessed as surgical damage. Missing shell that is assessed as inconclusive. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture confirmed by healthcare provider. Device remains implanted.